Event description:
It was reported that during an inspection although 800 psi of helium gas was remaining during the periodic inspection, the cardiosave intra-aortic balloon pump (iabp) screen was indicating red and alarming for the remaining amount of helium gas. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that although 800 psi of helium gas was remaining during the periodic inspection, the cardiosave intra-aortic balloon pump (iabp) screen was indicating red and alarming for the remaining amount of helium gas.

Manufacturer narrative:
Updated field: h6 (type of investigation, investigation findings, component code, investigation conclusions). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium indicator malfunction. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and found even though there was 800 psi of helium gas remaining during periodic inspection, the helium gas remaining amount display on the cardiosave screen was normally green, but it was displayed in red, and a helium gas insufficient alarm occurred. Calibration work was performed but there was no improvement, so the helium regulator ((B)(6)) was replaced and the problem was improved.the defective components were received for further investigation. The final investigation has been completed by failure analysis and testing department. Retaining the helium regulator in the failure analysis and testing department per procedure.